Event description:
The patient's mother reported that the keypad was intermittently unresponsive. The buttons were unresponsive to button presses and it was very difficult to program a bolus. The reporter denies damage to the pump or exposure to moisture and cleaning products.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "up" "down" and "ok" buttons were intermittently responding. The keypad was removed and the "down" key contact would invert when pressed and did not always spring back. Additionally, the "up" and "ok" key contacts did click and spring back normally when pressed. There was also evidence of keypad adhesive found under all key contacts.